Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of a peritoneal dialysis (pd) transfer set was cracked. The transfer set was connected to the pd patient when it was observed that the light blue mainbody was cracked near the threading of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed that the main body was damaged. The reported condition is confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.